Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. Philip's service engineer inspected the device and replaced the check valve to address the issue and all tests passed.

Event description:
It was reported that the ventilator had a check valve 3 leak error code. There was no patient involvement. The event date was not specified; estimate used.